Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test and unable to prime during the prime test due to a protruded/loose drive support disk. No blank display noted. The device had minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had compromised force sensor alarm. Customer stated unable to exit the preparing to prime loop and got stucked in rewind complete/ bolus delivery loop. Customer had multiple alarmed and was clearing and the screen went blank. Customer stated the insulin pump was dropped and bumped prior to the alarm. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.